Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that a coredx pulmonary forceps was used in the lungs during a endoscopic ultrasonography-guided fine needle aspiration procedure on (B)(6) 2025. During the procedure, when the forceps were opened, the wire protrudes from the inside and the biopsy was unable to perform. The procedure was completed using another coredx pulmonary forceps. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Block h11: investigation results. A coredx forceps was received for analysis. Visual examination of the returned device revealed that the links were detached, and the core wire attachment was dislocated. Based on the available information, the investigation indicates that the reported device issue was most likely related to procedural factors, including lesion characteristics, device handling, and the technique used during the procedure. These factors may have contributed to damage to the device components. Once the links detached, the jaws were unable to close as intended. It is also likely that, because the jaws could not close, the physician cut the device's outer jacket to facilitate removal from the scope and prevent further damage. A review of all available information supports that the most probable cause of the event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a coredx pulmonary forceps was used in the lungs during a endoscopic ultrasonography-guided fine needle aspiration procedure on (B)(6) 2025. During the procedure, when the forceps were opened, the wire protrudes from the inside and the biopsy was unable to perform. The procedure was completed using another coredx pulmonary forceps. There were no reported patient complications as a result of this event.